Event description:
Report rec'd of an overdelivery. During testing at the user facility, the device delivered a measured volume of 25ml from an expected delivery of 20ml. Delivery accuracy spec for this device is +/- 1.2ml from the flowsheet value for this procedure. There was no adverse events reported on this pump while it was in clinical use. Though requested, no add'l info was available.